Event description:
It was reported that during internal carotid artery (ica) c6 segment aneurysm procedure, the physician found that the subject microcatheter had fractured at position approximately 20 cm away from the hub during the process of pushing forward the subject flow diverter stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.